Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The patient experienced bradycardia. Upon interrogation, the atrial lead exhibited noise resulting in inhibition of pacing. The lead was capped and replaced. The patient was stable post procedure.